Manufacturer narrative:
(B)(6) 2015 10:37 am (gmt-4:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the venitlator was making a buzzing/vibrating noise at the end of inspiration. There was no patient involvement. (B)(4).

Manufacturer narrative:
(B)(4). The reported buzzing/vibration noise at the end of inspiration has not been confirmed. According to the received information, the customer has not been willing to share any information about the reported event. There is no information on whether any parts have been replaced, and no logs were received for evaluation/analysis. One screen shot was received showing general information about the ventilator, as well as information about the latest performed pre-use checks tests, which had passed without deviation on 08/17/2015. The root cause for the reported problem can therefore, not be determined from this investigation as a result of the lack of information provided.

Event description:
(B)(4).